Manufacturer narrative:
Section b5, b6: additional information . Section g4, b3: correction. Updated manufacturer's investigation conclusion: a direct relationship between the device and the reported tear in the right ventricle myocardium, cardiopulmonary arrest, and patient outcome could not be conclusively determined through this evaluation. The report that the pump that should have been replaced, but was instead used during implant was confirmed based on an onsite observation by an abbott representative. The account reported that during the implant procedure on (B)(6) 2020 the patient experienced a tear in their right ventricular myocardium. The pump was removed from the apical cuff, however, the pump remained running. It was reported that the pump ran dry for approximately 10 to 15 seconds. It was advised to replace the pump per the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) recommendations; however, the original device was implanted. It was reported that the patient expired on (B)(6) 2020 due to cardiopulmonary arrest. The pump was not explanted and was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2020. The heartmate 3 lvas IFU lists the adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. The heartmate 3 lvas IFU provides instructions under the surgical procedures section regarding implant procedures. The IFU provides warnings and cautions during the implantation process. The IFU warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the procedure the doctor unlocked the device and removed from the apical cuff to repair a tear on the right ventricle myocardium. It was observed that the pump was still running. The perfusionist thought the pump was stopped and immediately stopped the pump when instructed. It is estimated the pump ran dry for 10 to 15 seconds. The doctor advised that per IFU recommendations the pump should have been replaced, but chose to continue with the original device. The pump restarted and operated as expected. The patient later expired on (B)(6) 2020 due to cardiopulmonary arrest.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported cardiopulmonary arrest and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2020 due to cardiopulmonary arrest. The pump was not explanted and was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 29 oct 2020. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to cardiopulmonary arrest. No additional information was provided. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.